Event description:
On (B)(6) 2020, the lay user/patient's spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to another meter (ambulance meter). The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at approximately 10:30 pm. The reporter claimed the patient obtained blood glucose readings of "91 mg/dl" with the subject meter and "26 mg/dl" on the ambulance device, performed within 30 minutes of each other. The patient manages his diabetes with a fixed dose of 60 units of novolin insulin in the morning and 72 units of novolin 30/70 insulin in the evening. The reporter denied the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed that on (B)(6) 2020, prior to the alleged issue, the patient developed symptoms of "hard of hearing and was very incoherent." The reporter claimed the emergency medical services were contacted for assistance and that they treated the patient with intravenous fluids (unspecified type) on (B)(6) 2020 at 11:15 pm. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca noted the test strips had not been stored correctly; they had been stored outside of their original container. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged meter inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.